Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/28/2015 with the following findings: there were no segments missing in the display. Unrelated to the original complaint, the display was dim, faded and discolored. Also unrelated, the keypad was intact, but the up and down arrow buttons had an intermittent response. The keypad was removed and contamination was found under the contrast, up and down arrow button contacts.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).